Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a tear of the gastric cardia/ge junction, largest component 2 cm. This caused a 2 unit gastrointestinal bleed requiring transfusion as well as urgent repeat endoscopy with hemostatic clip placement. The patient was already inpatient. During the ercp, a partially migrated 10 fr x 10 cm plastic pigtail stent was removed with a rat toothed forceps (boston scientific m00538350) and this was removed with the scope in its entirety. Indwelling 10 fr plastic straight stent was removed with a snare through the elevator channel. Cannulation was with visiglide wire and olympus long-wire extraction balloon. Dilation was performed with a cook 5-7-10 fr push dilator. Ultimately 7 fr x 10 cm plastic double pigtail stent and 10 fr x 10 cm plastic biliary stents were replaced. The distal cover lot number cannot be provided, or sent for evaluation as it was discarded. There was no abnormality in the appearance of the scope or distal cover before or after the procedure. There were no significant anatomical challenges that caused or contributed to the reported event, however, procedurally, the removal of the migrated biliary stent with a rat toothed forceps with the elevator design potentially could have been the point of injury to the gastric cardia. The patient's current condition is stable, discharged outpatient and considering transition to hospice for advanced cancer diagnosis.